Event description:
The account coordinator (ac) of an (B)(6) male pt emailed zoll lifecor customer support to report that the pt's electrode belt had bent pins. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (bent connector pins) has been confirmed. Upon inspection, the electrode belt was found to have bent connector pins and damage to the connector housing. The electrode belt connector pins did not successfully mate with the connector. The root cause of the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the bent connector pins. The pt received a replacement electrode belt.